Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.168.490s lot:90p9528 manufacturing site: grenchen release to warehouse date: 10 febraury 2021 expiry date: 31 january 2031 a manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent for a surgical procedure with femoral neck system(fns). But the patient had another fracture right at the implant and it¿s revised today, on (B)(6) 2021. Also removed the fns and then inserted proximal femoral nailing system(tfna) to apply augment cement but both batches of cement would not spur properly. It was unknown that the revision procedure completed successfully. The patient outcome was unknown. This complaint involves four (4) devices. This report is for (1) antirotation scr fem neck 90 lnth -s. This report is 2 of 4 for (B)(4). Related product complaint: (B)(4).